Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: the black box for (B)(6) 2017 was not available. The available black box showed a replace battery alarm on (B)(6) 2017 at 06:04 followed by a power-on-reset (por) event; deliveries resumed at 06:38. An unexplained por event was recorded on (B)(6) 2017 at 20:00; deliveries were never resumed. The battery compartment was cracked above the bumper pad. Corrosion was observed inside the battery compartment. The returned battery cap had stripped threads and a worn top,; the spring and metal contacts were intact. The cap was unable to maintain electrical connection; therefore the reported power complaint was duplicated. A new test battery cap was able to fit to maintain electrical connection. The test battery cap was used to complete a 24 hour duration test. No por events were duplicated during this time. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. A leak test failed with a battery compartment leak. The pump cover was removed and no further evidence of moisture was observed on the pcb or internal components. No damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 540 mg/dl with symptoms of extreme thirst. The patient was treated with insulin via injection, which brought their blood glucose down to 180 mg/dl. The reporter stated that after working out for 2 hours, the patient checked their pump and discovered that it had no power. When the patient examined the pump further they allegedly found moisture in the battery compartment. The battery cap was also damaged and the reporter stated that a metal piece of the cap fell off. This complaint is being reported because the patient experienced a hyperglycemic event while on the pump.